Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic prolapse, uterine prolapse, grade 3 cystocele, grade 2 rectocele and sui; concurrent procedures- tvh/bso and a&p colporrhaphy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision/release on (B)(6) 2009 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009. Posterior/anterior prolift revision w release of sub urethral sling and tvt-classic and prolift +m were implanted respectively, into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and recurrence. It was reported that the patient underwent mesh implantation with concurrent procedure of extra peritoneal vaginal vault suspension, tran¿s vaginal bilateral para vaginal defect repair with mesh augmentation, cystourethroscopy, cystoscopy. It was also reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.